Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. Post-implant of the valve it was observed that the nosecone of the delivery system hooked on the stent of the valve, causing the valve to migrate. A lasso catheter was used to snare the valve into the ascending aorta. There was sufficient calcium to allow anchoring of the device. There were no difficulties in deploying or retracting the valve during the procedure. A new 26mm non-abbott valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of the device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use (IFU), "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." The physician is aware of the IFU warning; therefore, a letter will not be sent.